Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn across the ok button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be obvious and detectable and warns the patient to discontinue using the pump. The owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing, the up, down, and ok keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts.

Event description:
The patient contacted animas on (B)(6) 2012, alleging that they were experiencing tactile changes for about 1 year associated with ok button. The patient confirmed all other buttons were responding normally . Patient states about 6 months ago, the keypad started to lift and peel up from the bottom. Patient denied any misuse of the product and denied any moisture in the keypad. The product was replaced. At this time there is no evidence that the pump caused or contributed to a serious injury. The complaint is being reported since the alleged issue with the ok button was not resolved.